Manufacturer narrative:
Initial reporter is synthes sales representative. It was reported on (B)(6) 2019 during an unknown procedure, the spiral combination hammer 500 grams had an unknown failure. Surgical delay and procedure outcome are unknown. Patient status is unknown. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (4 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition for damage was confirmed as the image provided shows signs of the hammer portion being impacted/deformed. Additionally, the handle shows some damage/residue on it. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019 during an unknown procedure, the spiral combination hammer 500 grams had an unknown failure. Surgical delay and procedure outcome are unknown. Patient status is unknown. This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 1 for (B)(4).